Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that insulin pump escape button was less responsive. Customer¿s blood glucose was unknown at the time of incident. Customer stated that insulin pump had no delivery alarm, rewind is slower and backlight was dimmer. The insulin pump will not be returned for analysis.